Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfiles found a low-space error. Upon troubleshooting actions, fse formatted the image hard drive, but the issue was not resolved. Fse replaced the ippc and updated the ippc software. After replacement, the system was returned to use in good working order.the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura image storage space is low, which would prevent imaging. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the image processing pc (ippc) and reinstalled software which resolved the issue. The device was returned to use in good working order.